Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(4) displayed a mid:09 (air trap assembly) error message that could not be cleared was confirmed during functional testing and archive data review. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed from the saline liquid found on the air trap sensor and sensor pc board caused by a leaking start-up kit (suk). During visual inspection, there was evidence of a leak mark from a saline leak was observed on the board of the air trap sensor block, related to the reported complaint. No other physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed 11 mid:09 (air trap assembly) error messages around the complaint date; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to a mid:09 error message, thus confirming the reported complaint. The air trap sensor block was replaced to address the error. Unrelated the reported complaint, the roller pump did not rotate. The root cause of the malfunction is saline adhered to the board attached to the motor assembly. The vexta motor assembly and white guide rollers were replaced to remedy the issue. Following service and replacement of the defective parts, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
On (B)(6) 2022, ivtm therapy for a subarachnoid hemorrhage patient began. The thermogard xp ivtm system (sn (B)(4) displayed an air trap alarm and the customer observed that saline had accumulated in the drain pan. The customer checked the air trap, and confirmed that saline was leaking from the upper part of the air trap of the start-up kit (suk) (lot #166248). The dwell time was about 8 hours. The customer turned off the console, replaced the suk and saline bag and turned on the console again, but it displayed a mid:09 (air trap assembly) error message. The customer thoroughly wiped and dried the inside of the holder using an air compressor, but the mid: 09 continued to occur. The customer unplugged the console and turned it on again, but the mid: 09 still occurred and therapy was continued after replacing the console with another thermogard console. No impact or consequence to the patient.